Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation, the device was visually inspected, and the power connector of the unit were corroded. In addition, the lcd screen was cracked and damaged buttons on upper enclosure was observed. These parts were replaced to address the issue. The device was scrapped. The service center concludes that the complaint was not confirmed and there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.